Manufacturer narrative:
RMA issued for emitter, upon return of suspect emitter, it showed all instruments track with green status, through the entire volume. Performed 3 tracer registrations and they passed. Performed a peg board test and it passed with a max error of 1.184mm. Not able to duplicate the reported issue. The part was found to fully functional. Software investigation in progress.

Event description:
A medtronic rep reported that the site is having multiple failed registrations with a second system while in an ent procedure. The medtronic rep noted the surgeon's tracing was excellent "across bony prominences", instruments were "green status the entire time", and there were no emitter errors. He said the surgeon tried approximately 5 times and it failed each time. Medtronic technical services instructed them to rotate the 3d model so he views it at a more sagittal view and to look for pixels anterior to the 3d image. When looking at the scan, it was noticed that the headframe on the 3d model was "floating" out anterior from the 3d model; also noted were some anterior pixels. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on pt outcome.